Event description:
It was reported that, "patient visited dr's office due to hip pains. Patient had complained of pain since original surgery of 2005. During revision surgery, it was noted that the cup was grossly loose and the trunnion was impinging on the alumina insert."